Event description:
It was reported that a homechoice device experienced an unspecified system error. This occurred during peritoneal dialysis therapy. The technical service representative discussed the used of continuous ambulatory peritoneal dialysis (capd) to continue therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported event was unknown and an alarm was not identified during a review of the event history log. A sample evaluation, rite electrical and functional testing, visual inspection, short simulated therapy, and service history review were performed. The cause of the condition was determined to be poor connection of u26 on the digital pcb. To correct the condition, the digital pcb was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.